Manufacturer narrative:
Investigated packaging process with emphasis on heat sealing and line clearance. The poly bag in question was returned and visually inspected, it was confirmed that the seal was not intact. It does not appear that the seal was ever applied to the poly bag. It was determined that the root cause was poor line clearance, mixing up completed sealed product in bags with unsealed product in bags. Multiple MDR reports were filed for this event, please see associated report: 001825034 - 2017 - 07658.

Event description:
It was reported that a sales representative identified an alps cannulated drill with the issue of the packaging not being sealed properly and the item potentially falling out of the packaging. The issue was not discovered outside of any procedures and had no patient involvement.